Manufacturer narrative:
Based on the claim against the product by the customer noting sparking on the cable under permanent cautery hook (pch), an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pch instrument was analyzed. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley at the weld. The thermal damage was visible at the base of the cautery hook with signs of charring. The thermal damage, however, did not prevent the instrument from articulating properly. The root cause of the yaw pulley thermal damage at the weld is attributed device design. The ear of the distal clevis was removed to inspect the conductor wire. The conductor wire was found to be broken on the distal end at the weld. The breakage appears to be caused by thermal damage, which is indicative of arcing. The cable was completely broken, and the instrument failed electrical continuity test. The root cause for the broken conductor wire is attributed to device design. Further visual inspection found the insulation on the conductor wire to be thermally damaged. The insulation was found to be melted off at the point of breakage of the conductor wire. The insulation exhibited charring and melting; however, no pieces were missing. The root cause for the thermal damage on the conductor insulation is attributed to a component failure. The complaint regarding sparking under cable of pch was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the permanent cautery hook instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument log for the permanent cautery hook (part number 470183-14 / lot number 2k12220404 0031) associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 1 use remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the permanent cautery hook instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had sparking on the cable with coagulation. The procedure was completed with no reported injury. Follow-up attempts were performed to request additional information. However, no further details have been received as of the date of this report.